Event description:
Physician inserted 5 stents, recorded fluoroscopy time of 67.5 minutes. Discharged home two days later. Approximately two weeks after implant of stents, patient returned to emergency room complaining of chest pain. As planned, one month after initial implant physician inserted another stent, recorded fluoroscopy time of 107 minutes. Discharged home the next day. Nine days after second implant, patient discovered a red area on his back between the shoulder blades that looked like sunburn. It measured 3 inches by 3 inches. The area got progressively worse. The area looked more inflamed. Patient went to a dermatologist approximately 3 wks after discovery. Dermatologist examined the area and took a biopsy sample. The dermatologist said it looked like a radiation burn. Pathologist reported a differential diagnosis including a fixed drug eruption, erythema multiforma, or an autoimmune connective disease; subacute radiation dermatitis also in the differential diagnosis. Dermatologist put patient on topicort cream (desoximetasone) and then mimyx cream.====================== manufacturer response for cardio/vascular x-ray, integris allura ap======================device was inspected by a third party. The x-ray equipment was found to substantially comply with state and federal regulations as well as national performance standards established for good radiological compliance.